Manufacturer narrative:
Initial reporter: name and address: postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the distributor found a foreign matter of unknown origin in an unopened package of a ncircle tipless stone extractor. This was discovered by the distributor so there were no adverse effects to a patient.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual examination of the unopen package confirmed a brown particle free floating inside the package. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The device was returned in an unopened pouch that contained a small piece of dark material. The likely cause is that the piece of foreign matter entered the pouch during the manufacturing process. Controls are in place to inspect for foreign matter both in the packaging operation and subsequent quality control inspection. Cook has concluded that a manufacturing deficiency contributed to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was received.